Event description:
On (B)(6) 2003, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Images dated (B)(6) 2014, revealed a right limb occlusion. The cause of the limb occlusion was reported as patient anatomy/physiology; not related to the gore excluder device. The physician reintervened on (B)(6) 2014, and performed a fem-fem bypass. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional devices implanted and/or related to this event: pxl161407/11676697, pxc141400/12009762, and pxc141400/11651888. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis occlusion. Patient¿s current medications: allopurinol 300 mg, aspirin 81mg, benazepril-hydrochlorthiazide 10-12.5mg, carvedilol 25mg, crestor 20mg, glimepiride 1mg, janumet 50-500 twice a day, levothyroxine sodium 75mcg, lovaza 1gm, omeprazole 20mg, and trilipix 135mg.